Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is presumed that the bending section cover or distal sheath rubber (a-rubber) may have leakage, causing water intrusion into the device which may have resulted in breakage of the image sensor unit, leading to the subject events. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a dexcom app crash occurred. . Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).